Event description:
The reporter did back to back blood glucose tests, within 10 minutes. Reported results were 124 and 88 mg/dl. Reporter did not have any symptoms. During troubleshooting. Two blood glucose tests were done with results of 102 and 111. No control tests were reported. No harm was alleged.